Manufacturer narrative:
'This patient specific implant is similar to distal femur minimally invasive grower device supplied under compassionate use.' An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported a revision is required for the rebushing of a distal femoral implant. As reported: "change of circlip bumper pad, bushings, axle and worm screw". Diagnosis: osteosarcoma. Operative side is left.

Event description:
It was reported a revision is required for the rebushing of a distal femoral implant. As reported: "change of circlip bumper pad, bushings, axle & wormscrew". Diagnosis: osteosarcoma. Operative side is left.

Manufacturer narrative:
An event regarding alleged oozing sinus wound problem involving a mig distal femur was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place in order to excise an oozing sinus wound problem whereby mig distal femur bushing components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.